Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 1.4, lab: 3.1. Time between testing: a few minutes. Patient self tester mentioned that strips had been in transit for some time and then left on their snowy porch for a couple of hours. Technical service is sending another box of strips for further correlation.